Event description:
This lead was capped due to noise and inappropriate therapy. Subclavian crush was confirmed by fluoroscopy.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.